Event description:
It was reported that the patient was experiencing burning and pain at the Implantable Pulse Generator (IPG) site when he charges. The patient was only able to charge for 20 to 30 minutes at a time max. The patient underwent (IPG) replacement procedure. Patient was doing well postoperatively. The facility discarded the battery.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred for a couple of months prior to the date the manufacturer became aware.